Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the customer experienced an issue with the 0-degree endoscope plus. The customer reported event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury. Isi followed up with the initial reporter and obtained the following additional information: the cord of the camera had cuts in it, there was no material missing or detached from the portion of the device that enters the patient¿s body and the issue did not involve reversed control. The endoscope moved freely with uncontrolled motion.